Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for hearmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient was previously treated for driveline infection in the beginning of (B)(6); antibiotic course ended in (B)(6). Patient was followed in outpatient clinic multiple times since the last admission. Earlier in (B)(6), patient was requested to obtain an abdominal CT. The CT on (B)(6) 2019 shows inflammation and possible fluid collection along driveline consistent with likely infection.

Manufacturer narrative:
Main investigation conclusion; a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Driveline, localized, pump pocket and pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information. The manufacturer is closing the file.

Manufacturer narrative:
The referenced driveline infection from the beginning of (B)(6) 2018 with antibiotic course ending in (B)(6) 2018 is reported within MFR. Report number 2916596-2018-04720.

Event description:
Additional information: cultures from the driveline exit site grew pseudomonas so the patient was continued on intravenous (IV) cefepime and vancomycin was discontinued. Per infectious disease recommendation, IV cefepime can be switched to oral levofloxacin and continued for life.